Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she has been experiencing itching and inflammation at the insertion site. Patient is only able to wear the sensor for 2-3 days due to the allergic reaction on her skin. Patient did consult with her physician who told her that there was nothing he could do for her or her reaction. He also advised against using any itch cream on the insertion site. At the time of her call to dexcom technical support, patient states that the insertion site had healed but that the inflammation was still healing. Patient was debating whether she would continue cgm wear or not.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.